Event description:
It was reported that a large volume infusor spilled the drug; the medication had been completely removed. This was observed during a check in the mixing center. The device was properly stored in the fridge and was filled with piperacillin/tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between september 14-16, 2022. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.